Event description:
Information received by medtronic stated that the insulin pump had crack in case. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to pump on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked corner of belt clip rail, cracked keypad overlay, faded serial number label, cracked retainer, and scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked corner of belt clip rail was noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.